Event description:
The facility reports the psw placed the sling around the resident in the wheelchair. The psw connected the sling to the lift and left the room briefly to get the rpn to come in and spot the transfer. The psw raised the resident with the lift. The rpn removed wheelchair from beneath the resident and moved the wheelchair aside. The rpn then turned around and saw the resident's left leg come out of the sling, and the leg strap fly up in the air. The resident fell, sliding through the opening and onto the floor. She fell on her right side and hit her right hip, right shoulder, and then her face. Approximate height was 3.5 feet. The rpn did an immediate assessment and no injuries were present or visible.

Manufacturer narrative:
The lift involved was inspected; no deficiencies were revealed. No pictures of the sling were received, as it was not release by the customer. Therefore, the sling could not be investigated. The pt was indicated to have been a female. A pt this size should not have been lifted with an extra-large sling. The arjo rep on site evaluated the pt as fitting comfortably in a regular model sling, size large. The lifter operating and product care instructions clearly state that before the transfer, the caregiver is to have the correct size sling ready. The pt is known to suffer from dementia and has a passive range of motion, becoming rigid when resisting care. From internal testing simulating this type of event, it appears two possible causes for the clip detachment exist. First, the caregiver omitted hooking up one leg strap clip. This normally is unlikely to go unnoticed, as one leg will not be lifted, and the pt will list sideways. It may be feasible, however, that this did not manifest itself until the wheelchair was removed. The second possibility is the resident somehow undid the clip with her hand or knee while the operator was not paying attention as she was removing the wheelchair. This, however, does not appear to be in line with the resident's documented passivity. Based on the description of the event and product knowledge of various scenarios, the MFR cannot come to a root cause conclusion with regards to this incident, as there does not appear to be an established sequence of events that happened without doubt. There are, however, some elements of use error, as the pt was lifted with the wrong type sling, and the caregiver appears to have lost attention towards the resident. From the info and investigation, the MFR cannot devise a corrective action towards the product, but will continue to monitor complaints and in particular incidents for possible future action. The MFR strongly suggests, however, that the facility lift and sling operators are retrained to the product's opi and guidelines for use.